Event description:
The user's hearing performance with the device is affected after a trauma to the head which occurred at the end of the first week of (B)(6) 2021. There was a minor swelling and cortisone therapy was prescribed for a few days. Reimplantation is planned but no date has been received yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma, may have led to a weakening of the fixation and therefore to device mobility. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the head which occurred in the first week of (B)(6) 2021. There was a minor swelling and cortisone therapy was prescribed for a few days. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected after a trauma to the head which occurred at the end of the first week of september. There was a minor swelling. Reimplantation has been scheduled for the end of (B)(6)/beginning of (B)(6) 2021